Event description:
It was reported that during an a-fib procedure, while working on the right pulmonary veins, the impedance rose to 175 ohms and ablation was stopped. Rf was being delivered at 40 watts with a saline flow rate of 15 cc/min. Fluoroscopy was used to examine cardiac motion and none was seen. While ablating on the cti line, a drop in blood pressure was noticed and fluoroscopy demonstrated decrease heart border motion, ice demonstrated a large pericardial effusion. Pericardiocentesis was performed. Approximately 3 liters of fluid were drained from the pericardial space. Drain was left in place but bleeding continued requiring emergent surgery to repair a whole in the ra. The physician's opinion regarding the causality of this event is possibly due to a combination of patient anatomy and catheter position at the time of ablation. The patient was fully recovered.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, a pericardial effusion occurred. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was tested and it passed electrical, temperature and stockert generator tests. Also deflection, irrigation and cool flow pump tests were performed, and the catheter passed. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Concomitant products: stockert 70 system us catalog #: s7001 serial #: (B)(4); cool flow pump us catalog #: cfp002 serial #: (B)(4); carto 3 system us catalog #: fg540000 serial #: (B)(4); soundstar 3d 10f-90 us catalog #: sndstr10 lot #: 810645568; lasso w/ auto ID us catalog #: d7l1015ct lot #: 15462429l. (B)(4).